Event description:
It was reported that during video assisted thoracoscopic lobectomy, right inferior lobe procedure, the surgery went well, no bleeding occurred during surgery. The patient went well to recovery. Massive bleeding, 1 hour after surgery, about 2 liters fluids/blood in drain pot. Patient was very unstable and needed an urgent re-intervention. First, a laparoscopy was performed but, the bleeding was not under control. A thoracotomy was performed to stop the bleeding on the vena pulmonalis inferior. Here it seemed that the staple line at the distal part was not completed (approx. 25% of the total length). There was/is no hypertension known for this patient. The patient is stable now. The procedure was converted to open.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where were each of the devices used in each procedure?

Manufacturer narrative:
(B)(4). Additional information: batch # m53949. Conclusion: the analysis found that one pse45a device was returned in good visual condition and with three ecr45g cartridge reloads present. Cartridge (b, c) ecr45g, m5398k were received fully fired and in good visual conditions. Cartridge (d) ecr45g, m52y68 was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.